Event description:
According to the reporter: the device sometimes jammed. It was difficult for the clips to release when they were coming out of the instrument. Some clips cut the tissue. A second device was used to complete the procedure.

Manufacturer narrative:
(B)(4).